Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed the flow verification test during the annual pm . There was no harm or injury reported. A field service engineer evaluated the device and installed a new flow sensor, 3 way solenoid valve and proportional valve to address the issue. The device was placed back into clinical use.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy ev300 ventilator failed the flow verification test during the annual pm. There was no harm or injury reported. A field service engineer evaluated the device and installed a new flow sensor, 3-way solenoid valve and proportional valve to address the issue. The device was placed back into clinical use. The 3-way solenoid valve and proportional valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the 3-way solenoid valve and proportional valve functioned as designed and operated without issue or error codes. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor was replaced due to contamination.